Event description:
At 7:30 am, a mojor blood leak into dialysate was noted. Estimated blood loss of 1 pint was observed. Hematocrit levels drawn. System was changed out; dialysis reinitiated at 7:45am. No pt injury reported. Blood pressure remains stable. The dialyzer has been reprocessed 10 times with 8 uses. Reporter is unable to determine if the incident is related to user error or to the device itself.